Event description:
Rptr indicated a pt's vns generator was unable to be interrogated at a recent office visit. The generator is not felt to be at end of service. Attempts for further info are in progress.